Manufacturer narrative:
The customer's calibration and qc information were requested but not provided. On (B)(6) 2020, the patient's sample was tested on a siemens centaur. The patient's tsh result was 0.270 uiu/ml, ft4 result was 1.57 ng/dl, and ft3 was 3.70 pg/ml. The patient's sample was provided for further investigation. The investigation confirmed the customer's ft3 result. An interfering factor against a component of the reagent was identified. The interferent in the patient's sample interacts with the reagent's pre-wash, which causes falsely elevated values for ft3. This interference is addressed in the package insert. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Also, "for diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested with a cobas 8000 e 602 module. The customer¿s e 602 serial number was requested but not provided. The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing on the patient's sample with an outsourced analyzer. The manufacturer of the outsourced analyzer was requested but not provided. The customer provided the patient¿s sample for investigation and the sample was tested on a cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module.